Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Initial reporter state - (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed from a patient during a planned biliary stent procedure performed in the biliary tract on (B)(6) 2020. On (B)(6) 2020 the advanix biliary stent was placed in the patient with no issues reported during placement of the device. This complaint is being reported to address the device deficiency experienced on (B)(6) 2020. According to the complainant, on (B)(6) 2020 during the planned stent removal procedure, the physician attempted to pull out the advanix biliary stent in order to insert a metallic stent in its place, however, the advanix biliary stent became damaged during attempted removal. The removal and extraction attempts were repeated several times with a snare and grasping forceps, but during this time the stent was broken. As a result, it was determined that all the pieces of the broken stent had been removed from the patient and the procedure was completed with no patient complications reported. This endoscope was allegedly cleaned, disinfected and stored after the procedure. Two days later on (B)(6) 2020, the physician was using the same endoscope that was used during the stent removal procedure on (B)(6) 2020 on another patient. While inside the patient with the endoscope, a fragment that appeared to be part of a tube stent was found in the second patient's body and was then removed. Sources pointed out that the fragment was probably part of the advanix biliary stent that was removed from a separate patient on (B)(6) 2020 using this endoscope. As of (B)(6) 2020 there were no adverse effect attributed to this event to any of the patient's health involved in these procedures.